Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation underneath the back therapy pads. The irritation was described as red, itchy, and some areas had open sores due to the patient scratching his skin. There was no alleged device malfunction contributing to the irritation. Patient was seen by a dermatologist who was prescribed a steroid cream. The patient also used benadryl and removed the vest to allow skin to heal. The patient has known allergies to metals. Follow up indicated the irritation improved.